Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was observed that the right-ventricular (rv) lead exhibited oversensing of noise. No resolution was performed. There were no patient consequences.